Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-17601. It was reported that an asymptomatic, dependent patient presented in-clinic. Upon interrogation, the right atrial lead exhibited noise. Reprogramming the device resolved the issue. The patient was stable post event.